Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the rad-97 powered off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device was unable to power on via battery and ac power when the power button was pressed as a result of a flex cable not being connected to the device's instrument board. The finding could have potentially caused the power issue experienced at the customer site. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-97 powered off by itself. There was no patient impact or consequence reported.